Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple cartridge alarms (cartridge alarm 1) occurred across multiple cartridge during the loading sequence. Additionally, the insulin gauge was inaccurate. Customer's blood glucose (bg) was reading "high" on the blood glucose meter however an exact value was not provided. Bg was addressed with a manual injection. Customer reverted to manual injections for alternate insulin therapy.